Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d9; e3; g3; h2; h3; h6 and h11. Corrected field: h8. The device was returned to olympus for inspection, and the reported failure was not confirmed. Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that camera head not working. There were no reports of patient harm.